Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 58 month ago. Aneurysm and vessel morphology at the time of implant were not reported, other than that both iliac were slightly aneurysmal, so flared limbs were implanted, an aneurx bifurcated stent graft with a right ipsilateral extension (ref MFR 2953200-2011-01773) and a contralateral limb (ref MFR 2953200-2011-01774). The exact placement of the bifurcated stent graft and the pt's follow-up history is unk. The pt returned recently for a follow-up CT, and a new iliac aneurysm was noted distal to both iliac limb stent grafts; no distal endoleaks were reported. Currently, the aaa sizes are unk. The proximal aortic neck has dilated to 32 mm in diameter and then narrows and turns 45 degrees before the aneurysm; there is still good proximal seal of the bifurcated stent graft, although the bifurcated stent graft is about 1 cm below the renal arteries. It is unk whether there was any migration. The physician decided to treat the iliac aneurysms. An endurant iliac limb and an aneurx iliac limb were implanted on the right side, and an aneurx bifurcated stent graft was implanted into the left side with its gate just above the hypogastric and its ipsilateral limb going into the left external iliac. During the intervention, it was also decided to place an endurant aortic cuff proximally to build to the renal arteries. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4). Evaluation, results/conclusion: (disease progression).

Manufacturer narrative:
(B)(4).